Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found wear and tear damaged enclosure, line cord, and front cover, and an outdated pcb and power switch. Device was powered on and tank was filled with water. Device warmed to around 41.9, the overtemperature alarm button was pushed, but device did not alarm as it is intended to do. This confirms the reported customer complaint, and the problem source has been determined to be user interface.

Event description:
Information was received that device alarm buttons do not work. No adverse effects reported.